Event description:
A malfunction was reported by the customer related to the malfunction code malf 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided information for resetting the pump and assisted the customer with the reset process. The malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue reappears. The customer acknowledged and understood the instructions.